Manufacturer narrative:
(B)(4). No code available for "burn in urethra and bladder".

Event description:
Physician is working xps "180w. 211.000j. Secondary effects: mild urinary incontinence"

Event description:
It was reported that following greenlight xps procedures, 3 male patients were noted to have post surgical complications of incontinence and burn in urethra and bladder. Additional information not provided. This report is for the second male patient/ procedure.